Manufacturer narrative:
Patient specific information with regard to gender, age, and weight was not provided. Upon the patient's return visits, the doctor re-cemented new crowns for the patient using a different product, without further incident. To date, the patient is doing fine. A 'gel time,' 'set time,' and 'adhesive strength' test of the returned product was evaluated, yielding results within specifications. A DHR review revealed that there were no deviations from the manufacturing process. In addition, no similar c complaints were received with regard to this lot.

Event description:
A doctor alleged that three (3) patients had experienced the nx3 and optibond xtr material setting up too quickly. This is the third of three (3) reports.